Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter (s-ICD) system received an inappropriate shock. Oversensing was able to be recreated in all three vectors. No programming changes were made at this time. The patient had also received inappropriate shocks with a previous s-ICD system. Technical services discussed troubleshooting options to consider. No adverse patient effects were reported. Additional information was received indicating the device was explanted as the patient elected to no longer have the system implanted. No adverse patient effects were reported. The electrode was returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter (s-ICD) system received an inappropriate shock. Oversensing was able to be recreated in all three vectors. No programming changes were made at this time. The patient had also received inappropriate shocks with a previous s-ICD system. Technical services discussed troubleshooting options to consider. No adverse patient effects were reported.